Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device entered into a self-test unexpectedly following a cartridge change. The customer did not recall the infusion device displaying an error or alert message related to the self-test initiating on its own. No adverse event reported. Return of the suspect device was requested for evaluation.